Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown . As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip) and fortum (1gm, daily, ip). It was not reported whether the patient was retrained in aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. At the time of this report, the patient remained hospitalized, remedial therapy with fortum was ongoing and the event of peritonitis was resolving. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide a causality assessment for the event of break in aseptic technique.